Event description:
A report has been received from (B)(6) of a possible bloodline tubing kink on the arterial of the bvm combiset bloodline. Reportedly, the kink was noted to be post cuvette on the arterial side of the bloodline. It was detected during prep prior to the initiation of pt treatment.

Manufacturer narrative:
(B)(4). The MFR is reviewing the design history file and the lot and mfg records for this product. In addition, the MFR has made visits to these clinics to observe the clinical practice and collect info that will be helpful to the investigation. The investigation is ongoing and a root cause has not yet been determined at this time.